Event description:
The manufacturer received information alleging when the trilogy evo, o2, japan device was placed in standby mode in order to move the circuit to the backup evo, the device sounded ventilator inoperative alarm and became inoperative at the same time. There was no patient harm as the patient was not on the device. This is usually the patient's primary device and uses the backup evo at outing. She has no issues even if the device is removed for a short period of time, and she often removes it by herself as she is only 7 years old, which frequently triggers circuit disconnect alarm. The oxygen flow is maintained at 1.5 lpm at all times. This issue has occurred previously, and only about two weeks have passed since the last replacement. The same problem has now reoccurred under the same conditions. The trilogy evo, o2, japan device was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated. As well an error indicating that the amount of fluctuation in the flow sensor deviated from the standard was observed in the log. No abnormalities were found during the internal inspection, and the airflow path was free of contamination. A corrective action was performed the issue was resolved. Additionally, the device's flow sensor was also replaced as preventive action. The service technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).